Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the device remained closed on tissue after firing. The reported issue could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the third firing during a laparoscopic total gastrectomy, the reload was used without problems for resection of duodenum and esophagus. The reload was used during jejunum side-to-side anastomosis of y-limb (outside abdominal cavity), and when trying to return the black return knob after firing to the end, it became stiff in the middle about 15 mm. When the knob was returned with force, the clamp cover did not return, and the jaws did not open. The sales rep was notified and asked them to return the clamp cover with forceps, and the reload was able to be opened, which did not seem to affect the patient. The device was removed from the tissue by force but no tissue damage was caused. A new handle was opened at the next firing just to be safe and the operation was completed successfully. There was no patient injury.